Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a hemi knee arthroplasty the tip of the implant inserter fractured. There was no delay and it was confirmed that no fractured pieces fell in the patient's wound.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument showed strike marks all over the instrument, rather than on the strike plate only. The instrument was heavily damaged and had been in regular use from the tarnished appearance and the excessive damage on the impactor. Due to the damage caused to the impactor and where the damage is more prominent, the most likely cause for the tip fracture is due to incorrect use. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.